Event description:
It was reported the patient was implanted with an elevate anterior and apical prolapse repair system approximately 1 1/2 years ago. The physician identified the mesh arm was extruding from the patient's anus. "On (B)(6) 2013 the patient had a procedure to remove the extrusion of mesh from the anus and may have some of the graft removed." No additional patient complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Approximately 1 1/2 years ago.